Event description:
The pt had just undergone a catheterization for the revascularization of a peripheral vessel in the lower left extremity. There were no complications during the procedure. During sheath removal in the holding area, it was noted that the sheath had fractured and the wire had begun to unravel. Part of the wire was attached to the proximal end of the sheath and partly attached to the mid portion of the sheath, which was retained in the body. The event was recognized immediately abdominal CT performed, and pt returned to the cath lab for removal of the retained sheath and wire. A small portion of the wire was not retrievable and was secured intravascularly by a stent in the lower left extremity.